Event description:
It was reported "that during cardiac surgery, the IV controller was in the "off" position. The pt experienced tachycardia. It was noticed that the IV controller was dripping at the rate of 1 drp/10 sec which was administering neo-synephrine. The IV was discontinued and the heart rate returned to normal. The slide clamp was not in the closed position."